Event description:
It was allegedly reported that what appeared to be an artifact in a brain scan was diagnosed as an infarct.

Manufacturer narrative:
An MRI scan was conducted following the CT scan and it was allegedly reported by the hospital that the infarct was negative on the MRI scan. Additional data has been requested from the hospital for evaluation.